Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred. The sgc was able to hold column after testing it again. The sgc was inserted into the patient's anatomy without issue. However, after removing the dilator, a loss of fluid column occurred. Aspiration was performed, and the clip delivery system (cds) was inserted. Upon inserting the cds, the sgc was unable to hold column again. Therefore, the sgc was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.